Event description:
General report rec'd of an undocumented number of undocumented incidents of a leak occurring between the spinal needle hub and the glass syringe. The customer reports that this has been occurring on surgical patients that are to receive a spinal anesthetic. The spinal needles have been inserted without problem. The customer reports that the appearance of the needles and syringes does not seem different. States that when the syringe is connected to the hub of the needle, with the first attempt to inject the medication, there is leakage occurring immediately. The leak has happened with various medications. The physicians have tried different syringes, but the leakge has continued to occur. The amount of leakage varies. Report source states that some of the patients do get the effect of the anesthetic and some of the patients have not achieved the anesthetic effect and then require general anesthetic. There are no reports of the patients having had difficulties coming out of the general anesthetic. There is no report of adverse patient events. Additional patient info was requested, but no further info is available.